Event description:
Unit drifting to a trendelenburg position when flat.

Manufacturer narrative:
Technician checked hydraulic manifold for leaks; check ok; tech replaced hi/low hd valve to resolve drifting. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.